Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative was dispatched to customers¿ facility to investigate. The service representative powered the unit on and the problem had cleared. The reported issue was unable to be reproduced. No additional information received. If additional information is received, it will be evaluated for reportability as required. The results of the investigation do not provide any evidence to determine a root cause for the reported event, as the complaint could not be reproduced. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.

Manufacturer narrative:
There was no patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed a numerical error multiple times during priming. The user powered the device off and back on but was unable to clear the alarm. The unit was changed out for the procedure. There was no patient involvement.